Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: updated event and other relevant history per new information received on 03/27/2019.

Event description:
It was learned that this patient with a 3000tfx 27mm valve, implanted for 11 years and six (6) months, underwent a valve-in-valve procedure due to severe pulmonary insufficiency. The transcatheter pulmonary valve replacement was performed with a 9600tfx 29mm valve with a great outcome. The patient had a prolonged hospitalization was complicated by acute renal failure, cardiogenic shock, acute hypoxic respiratory failure requiring ventilatory support (3 intubations) with subsequent trach placement and dysphagia. The patient was able to be discharged in stable condition on pod #28.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event cannot be confirmed since the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 3000tfx 27mm valve, implanted for 11 years and six (6) months, underwent a valve-in-valve procedure due to severe pulmonary insufficiency. The transcatheter pulmonary valve replacement was performed with a 9600tfx 29mm valve with a great outcome.